Manufacturer narrative:
The reported problem could not be duplicated. The device passed all performance testing within product specification. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare plum pump sets is approx. .13/million sets.

Event description:
Overdelivery reported. The pump was programmed to deliver a 100 mcg bolus dose of fentanyl (10mcg/ml) at an unspecified rate with a dose limit of 10ml. The bolus delivery and the device beeped for dose end as expected. Then, at 2:15pm, the pump was set to infuse at 5 ml/hr with a 220ml volume to be infused. At 2:30pm the device gave an unspecified alarm and a nurse noted the 250ml bag was almost empty and the display showed 215ml had delivered. The pt was on mechanical ventilation at the time of the event and no changes in her oxygenation were reported. Her physician ordered one dose of narcan as a prophylactic measure. She did not experience any change in vital signs. No adverse effects from the fentanyl were reported.